Manufacturer narrative:
The following other devices were also listed in this report: tri rm/ll tib aug sz4 5mm; cat# 5545-a-402; lot# er7he0d. Tri ts baseplate size 4; cat# 5521-b-400; lot# kthka. Triathlon ps fem component, cemented; cat# 5515-f-402; lot# mdpad. Triathlon symmetric x3 patella; cat# 5550-g-319; lot# 07kw. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mgv055. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had an irrigation and debridement with poly liner exchange.

Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was confirmed. Method and results: device evaluation and results: no device was returned for analysis. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: "no examination of any explanted (B)(4) components and no description or x-ray evidence of any loosening or failure of the (B)(4) components is provided. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical problem related to a periprosthetic infection management case. Correspondence from (B)(4) indicates that none of the (B)(4) components used in this patient¿s case were subject to a recall." Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other events for this lot and for the sterile lot. Conclusions: the investigation concluded that patient was revised due to infection, however, the exact cause could not be determined. Review of medical records indicated: "no examination of any explanted stryker components and no description or x-ray evidence of any loosening or failure of the (B)(4) components is provided. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical problem related to a periprosthetic infection management case. Correspondence from (B)(4) indicates that none of the (B)(4) components used in this patient¿s case were subject to a recall." A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by (B)(4). If devices and/or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Patient had an irrigation and debridement with poly liner exchange.